Event description:
It was reported that the patient presented to the clinic for a routine follow-up. The device displayed a message indicating erroneous parameters were detected. The device was programmed back to normal settings and then reprogrammed back to desired settings. The interrogation was completed. The patient was planned to be monitored.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. (B)(6).